Event description:
A pediatric patient had an estimated blood loss of 93 ml when the content of the extracorporeal circuit was not returned following "access extremely negative" alarms. The nurse confirmed the lines were not clamped at the time the alarms were generated. The nurse did not disclose the patient's medical condition but did say the patient required blood products daily and he received packed red blood cells the day following this event. The prismaflex machine was inspected and determined to be within specification. The prismaflex m60 filter set was discarded and not available for inspection.